Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. Rapid battery depletion was due to excess hv charges. Due to lack of data, the cause of the excess hv charges could not be determined. The device was analyzed in the lab and telemetry, impedance, sensing, pacing, and high voltage (hv) output functions were tested and found to be normal.

Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed that the implantable cardioverter defibrillator (ICD) was at elective replacement indicator (eri). Premature battery depletion was suspected. The physician elected to explant and replace the ICD. The patient condition was stable after the procedure.